Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated in the pocket. A revision procedure was performed. Upon opening the pocket, it was noted the patient had developed a hematoma. Additionally, the suture to hold the device in place was noted to not be appropriately fastened to the fascia. The device was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.